Manufacturer narrative:
Initial reporter phone#: cell (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 20 ml bd luer-lok¿ syringes had foreign matter and were damaged. This was discovered before use. The following information was provided by the initial reporter: material no: 301031 batch no: 9303745. It was reported that 220 syringes have black and white dots, and 219 syringes are damaged.

Event description:
It was reported that 20 ml bd luer-lok¿ syringes had foreign matter and were damaged. This was discovered before use. The following information was provided by the initial reporter: material no: 301031 batch no: 9303745. It was reported that 220 syringes have black and white dots, and 219 syringes are damaged.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/21/2020. H.6. Investigation: ten samples were received for evaluation. Visual inspection was performed. Five samples were found with no defects at the plunger rod nor at the barrel of the syringe. From the other five: one sample has burnt plastic on the barrel flange of the syringe. Second sample has black specks embedded on the barrel of the syringe. Third sample has black specks embedded in the plunger rod of the syringe and the fourth sample has a gouge in the barrel at the 6ml-7ml mark of the scale. The 5th sample has smeared black ink from the 10ml to the 3ml mark. Additionally, five photos were provided. One photo show two barrels with multiple black specs and smeared ink. The other photos show some plunger rods were damaged. A potential root-cause for the embedded foreign matter can be attributed to the shield molding process where degraded resin was embedded into the syringe area. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.